Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the subject device tested positive for stenotrophomonas despite sterilization. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was further corrected that, during reprocessing, the subject tested positive for 80 colony forming units (cfus)/20 ml of stenotrophomonas maltophilia. The flushing liquid working channel was tested.

Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. Corrected fields: b3 - date of event, b5 - describe event or problem. Updated fields: d9 - date returned to mfg: updated, g1 - contact office email, h4 - device mfg date. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. "Failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety."¿ "in general, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. All channels of the endoscope must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." ¿never use the endoscope on a patient if an abnormality is suspected." The complaint investigation reviewed the customer provided the cds processes where the following deviation from the IFU was confirmed: water was not aspirated through the instrument/suction channel using a suction pump. The additional water channel was not flushed with water. In addition, the following reportable malfunctions were identified during the device evaluation: the air valve unit was detached. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.